Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker implant procedure. During the procedure, the physician had difficulty tightening the header screw for the atrial electrode. The device was then replaced and the procedure was completed without further incident. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of inability to tighten the atrial setscrew onto the lead was confirmed in the laboratory. Final analysis found the device was returned with the middle portion of the septum torn open. A large hole in the septum was observed. Dents and scraping of metal surfaces were observed at the top of the connector block. The damage was indicative of attempts to pull the stuck atrial setscrew from the device through the septum and attempts to push the setscrew back through the septum. The connector block threads were normal indicating the user of the wrench could not put the setscrew back into the connector block. The reported event occurred when the setscrew was stuck to the wrench tip due to incorrect insertion of the wrench into the setscrew inset. The setscrew and wrench were not returned for examination. The device was otherwise normal. No other anomalies were found.